Event description:
It was reported, the leads demonstrated nonsustained episodes of noise with oversensing. The patient will be followed and observed for any further episodes. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.